Event description:
During onyx injection, it was reported a leak was detected at approximately 2cm from the distal tip of the catheter. The catheter was then removed and another marathon was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The catheter has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.